Manufacturer narrative:
The event occurred during a single level acdf revision (c5/6) case. The surgeon prepared all holes with awl and directly placed screws. At one hole, the surgeon decided to use the drill as the bone was quite hard but excessive force was never applied. Batch review performed on 05 december 2016. Lot 1552567: (B)(4) items manufactured and released on 29 february 2016. No anomalies found related to the problem. To date, (B)(4) similar events have been reported on items of this lot.

Event description:
During insertion of the last screw, the surgeon said that the screwdriver was not working properly. However managed to insert the screw without any further issue. Upon inspection of the screwdriver after the case was already finished, the sales agent discovered that the tip of the screwdriver was damaged and the four prongs broken. There were no metal parts visible on the intraoperative x-ray. No x-rays available. The instrument will be available.

Manufacturer narrative:
On (B)(6) 2017 the (B)(4) project manager performed a visual inspection of the retrived item and commented as follows: during the visual inspection was observed that all the four prongs were completely broken at the base, just in the minimal cross section.